Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information received indicated that the device was explanted and replaced. Patient was in good condition following the procedure.

Event description:
It was reported that patient presented to the ER after receiving a vibratory alert for long charge time. No other device complaints or abnormalities were reported. The device is scheduled for replacement in the near future. Patient was in good condition.